Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as april is when the event was reported and is roughly one year post implant per the reported event occurring at the one year follow up appointment.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the one year routine follow up appointment, transesophageal echocardiography (tee) revealed thrombus on the surface of the closure device. Direct oral anticoagulants were prescribed in response to the identification of the thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During the one year routine follow up appointment, transesophageal echocardiography (tee) revealed thrombus on the surface of the closure device. Direct oral anticoagulants were prescribed in response to the identification of the thrombus. It was further reported that the thrombus was laminar and was sticking to the coumadin ridge. The patient was discharged following this discovery and was undergoing follow-up after changing medication from single antiplatelet therapy to oral anticoagulants and aspirin.

Manufacturer narrative:
B5: describe event or problem- updated with new information. B7: other relevant history- updated with new information.